Manufacturer narrative:
A2: birthdate. B5: narrative. H6: coding.

Event description:
The patient was enrolled in the champion-af study on (B)(6) 2021 with patient identifier (B)(6). It was reported that pericardial effusion (pe) occurred. The patient was enrolled in the champion-af study and the left atrial appendage (laa) closure procedure was attempted 14 days later. Prior to the procedure, aspirin (81mg) was administered. A watchman access system (was) was used but was unsuccessful as the laa could not be entered. During the procedure, transesophageal echocardiogram (tee) revealed a pe measuring 2mm and left to right atrial septal shunt less than or equal to 3mm in size. No corrective action was taken. The following day transthoracic echocardiogram (tte) revealed no pe and the event was considered resolved. The patient was discharged one day following the procedure on warfarin/vka (5mg). It was further reported that after the pe was discovered, there was an attempt to re-cross the septum, however the physician felt the patient's. Anatomy was challenging and therefore aborted the procedure. Upon reviewal of the tee and fluoroscopy imaging, the physicians note that when crossing the septum, the guidewire crossed successfully, however the was sheath was tenting the septum which is suspected to have contributed to the pe.

Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2021 with patient identifier (B)(6). It was reported that pericardial effusion (pe) occurred. The patient was enrolled in the (B)(6) study and the left atrial appendage (laa) closure procedure was attempted 14 days later. Prior to the procedure, aspirin (81mg) was administered. A watchman access system (was) was used but was unsuccessful as the laa could not be entered. During the procedure, transesophageal echocardiogram (tee) revealed a pe measuring 2mm and left to right atrial septal shunt less than or equal to 3mm in size. No corrective action was taken. The following day transthoracic echocardiogram (tte) revealed no pe and the event was considered resolved. The patient was discharged one day following the procedure on warfarin/vka (5mg).